Event description:
It was reported by the customer that a pyxis medstation es system door had failed. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was failing by the user without any prompting. A field service engineer replaced the latch and wiring harness to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.